Manufacturer narrative:
Concomitant medical products: addr01, ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both right atrial (ra) and right ventricular (rv) leads exhibited low impedance and a polarity switch, which triggered a warning on both leads. Lead insulation "issues" are suspected on both ra and rv leads. Ra and rv leads both remain in use. No patient complications have been reported as a result of this event.